Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on january 1 with blood glucose of 550 mg/dl. The customer was treated with the insulin. The troubleshooting was not mentioned for high blood glucose. The product will not be returned for analysis.